Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the lower extremity deep vein. A 8.0 x 100, 135cm musang balloon catheter was advanced for dilatation. During use, the balloon ruptured while inside the patient and became stuck within the short sheath. Additional force was applied in an attempt to manage the situation, after which the balloon was removed. The device was subsequently replaced with another balloon of the same model, and the procedure was successfully completed. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the lower extremity deep vein. A 8.0 x 100, 135cm musang balloon catheter was advanced for dilatation. During use, the balloon ruptured while inside the patient and became stuck within the short sheath. Additional force was applied in an attempt to manage the situation, after which the balloon was removed. The device was subsequently replaced with another balloon of the same model, and the procedure was successfully completed. There were no patient complications as a result of this event. It was further reported that the target lesion had 70% stenosis in a non-calcified, non-tortuous vessel.